Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use precaution, "hemospray is inert and non-toxic. As a granular material, unintentional exposure to the powder may cause potential irritation to the skin, eyes and lungs." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation for an unknown hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. It was reported that hemospray was accidentally sprayed into the air and a nurse inhaled the hemospray. According to information received by the user facility, "staff member experienced a frequent cough, and taste in her mouth. An employee incident form was completed. The case [procedure] was completed as expected." This occurred prior to patient contact; there was no impact to the patient. There was no affected user adverse events.

Manufacturer narrative:
Updated information received and provided in b5. H1 and h6 updated.

Event description:
During preparation for an unknown hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. It was reported that hemospray was accidentally sprayed into the air and a nurse inhaled the hemospray. According to information received by the user facility, "staff member experienced a frequent cough, and taste in her mouth. An employee incident form was completed. The case [procedure] was completed as expected." Additional information was received from the nurse on (B)(6) 2025 stating during the procedure at the bedside in the ICU, the hemospray was not expelling, nurse applied more pressure and the spray released into the air. The spray went directly in the direction of the rt who did have mask and face shield. She turned quickly but felt she did inhale some, this caused her to have a frequent cough and a taste in her mouth we directed her to facility health and safety department and looked up the package insert. While she washed her face and eye rinse she continued with a cough. A respirologist in the ICU suggested ventolin. Ventolin puffer was used which subdued the cough. As of (B)(6) 2025, the rt informs me she continues with a cough and same taste. This occurred prior to patient contact; there was no impact to the patient.